Event description:
It was reported that 2 day post a da vinci nissen fundoplication procedure, it was discovered that the patient had developed a perforation in his stomach and was leaking from the perforation.

Manufacturer narrative:
On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who initially reported this complaint. According to the csr, the damage to the patient's stomach was repaired by the surgeon using open surgical techniques. On (B)(4) 2014, isi received additional information regarding the reported event from the surgeon who performed the surgical procedure. According to the information provided by the surgeon, it was his belief that the injury sustained by the patient occurred during use of a harmonic ace curved shears instrument and that the instrument was being used too close to the lesser curvature of the patient's stomach, which resulted in an unrecognized ischemic injury. The harmonic ace curved shears instrument was used periodically during the first hour of the procedure. The instrument is not available for return to isi for failure analysis investigation. The surgeon indicated that there was no malfunction of the da vinci surgical system, instruments and/or accessories that caused the injury sustained by the patient. As of (B)(6) 2014, the patient was in the intensive care unit and his gastric perforation improved after undergoing an open procedure to repair the perforation. The patient's intra-abdominal sepsis also improved. No other information concerning the patient's status was provided. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the injury sustained by the patient. This complaint is being reported due to the following conclusion: the patient sustained an injury during a da vinci surgical procedure. Based on the information provided, it has been determined that the da vinci surgical system, instruments and/or accessories did not cause the patient's injury, but likely occurred due to the surgeon's technique. The instruments and accessories user manual for the specifically states: warning - during prolonged activation in tissue, the instrument blade, clamp arm, and distal 7 cm of the insert may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times.